Event description:
I noticed breast implant symptoms beginning with headaches and weird rashes on the back of my legs and arms after I got my implants (B)(6) 2002. Fast forward to 2012 I noticed sharp pains in my breast and deep into my chest, and beginning to feel like I'm suffocating at night trying to sleep; 2015- now I have noticed chronic fatigue, joint pain, hormone issues, hairloss, and migraines becoming more frequent. Migraines last for weeks and difficult to relieve the pain with medications, chronic fatigue is becoming more chronic as I wake up, I have to go back to sleep and for hours. I go to bed at around 8 pm and make myself get up at 6:30am. I'm having tons of gut issues, bloating, gas and constipation even with fiber supplements. I have had a hip replacement due to connective tissue deteriorating and per the optometrist, the nerves in the back of my eyes are deteriorating. No one can figure out what's wrong with me. I have gone to my pcp for the pain in my breast and chest. I have docs for blood work. Reference report: mw5115848.